Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that lvp keypad recall completed. Replaced broken wires harness bezel assy and u1 on display board assembly for segment dim. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 04oct2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Z-2822-2020 for dim u4 display segments.

Event description:
It was reported that the device had "keypad". No additional information was provided. There was no patient involvement.